Manufacturer narrative:
Batch history review: the batch history file presents no abnormality. No other similar incidents were declared to us concerning this batch of access ports sold since (B)(6)2013. Investigation: the involved device was examined. No manufacturing defect is visible. The device is complaint with our specifications. Conclusion: the explantation of the port secondary to inflammatory reaction is a potential complication documented in the instructions for use. Several factors can contribute to skin reaction: too superficial implantation of the port, allergy to any of the materials used in the port, infection, ...

Event description:
Access port implanted in (B)(6) 2013. Inflammatory reaction around the access port noted since (B)(6) 2014. Access port explanted and replaced in (B)(6) 2014.